Event description:
It was reported that during an unknown procedure, in the middle of the intervention, a message appeared: "push ok to continue" , it occurred several times. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. During testing the phase margin and frequency values were recorded out of specification; however, these out of range values will not interrupt device function or generate an automatic alert screen, not contributing to the reported event. The instrument was disassembled to inspect internal components. There was moisture evidence, the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. However this will not interrupt device function or generate an automatic error code, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.